Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/13/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 21.5 intraocular lens (iol) was explanted from a female patient's left eye due to halos and glare which were a result from dislocation of the centering of the iol. Minimal decentration of the iol. Glare/halos interfering with night driving and also interfering with patient's daily activities. A new iol was implanted. No further information was provided.